Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, interrogation revealed an episode of supraventricular tachycardia treated with inappropriate therapy. Device reprogramming was suggested to resolve the event. The patient is in stable condition.